Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during visual inspection, which verified the reported condition. Additionally, the investigation identified upstream occlusion seal damage, an issue that could result in a hazardous situation, therefore making this investigation reportable. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device uso seal was replaces and the device passed all testing.

Event description:
It was reported that the springs were rusted and there may have been potential fluid intrusion. This issue was observed during testing. Additionally, the investigation identified upstream occlusion seal damage, an issue that could result in a hazardous situation, therefoe rmaking this investigation reportable.